Manufacturer narrative:
The investigation for the high purge pressure has been completed. No product was returned for evaluation. Data logs were reviewed and long term log at time of ¿high purge pressure¿ alarms showed a rise in purge pressure over a period of approximately 30 minutes prior to alarms. No changes in motor current were observed at time of alarms. Full long term logs of the case showed no motor current spikes prior to high purge pressure alarms. Purge pressure remains high for the remainder of the case. Clinical details noted that the patient was on support for 43 days before "high purge pressure" alarms were triggered. The root cause of the high purge pressure was most likely due to biomaterial since there was no motor current spike preceding the purge pressure rise. D.4 revised serial number as it was previously entered incorrectly on the initial manufacturer device report number 1220648-2025-25876. E.4 should have been left blank on the initial manufacturer device report number 1220648-2025-25876 as it is unknown if the initial reporter also sent the report to the food and drug administration.

Manufacturer narrative:
The impella device has been discarded by the customer, therefore, investigation of the device is not possible. Should any new information be received, a supplemental MDR will be filed. Instructions for use state the following: impella 5.5 with smartassist: section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
The us complainant had a 5.5 pump support placed to support a patient admitted in and escalated from cp and extra corporeal membrane oxygenation. The pump had high purge pressures which prompted troubleshooting. The purge cassette was replaced but the high purge pressure alarms were not resolved. The team used tissue plasminogen activator in the purge and the pump remained on for support after 41 days now as care/comfort versus transplant being discussed. The patient expired when the patient was made care/comfort after day 42.